Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 11/12/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box data revealed the basal history appeared inaccurate due to manual time change; this is normal pump behavior. The total daily dose was appropriate per the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient¿s blood glucose (bg) went up to the 700¿s mg/dl with heart rate extremely high, confusion, lethargy, polydipsia, polyuria, strong, fruity breath, abdominal pain, extreme drowsiness, vomiting and difficulty waking up. The patient was taken to the hospital and treated with insulin via pump, IV fluids, IV glucose and food/drink as treatment. Customer support (cs) completed troubleshooting and the basal delivery totals in tdd match active basal program total or are as expected and basal history matches the active basal program settings. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.